Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 305181 batch#: unknown. Verbatim: coring of stopper with introduction of foreign matter into the vial when using the blunt fill needle on a vial of solumedrol. Additional information here is information from the nursing staff, in which this occurred with 2 different nurses and only solu medrol: when I went up to look at it, the needle was a bd blunt fill needle ¿ filter 18g x 1 ½. I don¿t have any lot or expiration information for the needle. I recommended that her staff use a needle with a bevel instead of the blunt tip to see if that made a difference, but I received another message from shanna that the issue was still happening.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up it was reported there is coring of stopper with introduction of foreign matter into the vial when using the blunt fill needle on a vial of solumedrol. As a needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show a vial and its labeling. No other information could be obtained from the photos. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.